Event description:
It was reported to philips that the display softkeys 3 and 4 were not working. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty display & face plate assembly. The fse replaced the display & face plate assembly . The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips that the display softkeys 3 and 4 were not working. There was no patient involvement.